Event description:
The customer observed falsely depressed white blood cell (wbc) results for one patient on the cell-dyn sapphire analyzer. The following data was provided: sid (B)(6) initial 0.144, repeat 7.17 k/ul. There was no impact to patient management reported. The customer has flushed all the pathways and performed the auto clean with no resolution. Service has been dispatched.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and instrument service. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. Replacement of the affected parts by a field service technician resolved the complaint issue. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4). An evaluation is in process.